Event description:
It was reported that during a da vinci-assisted proctectomy-simple surgical procedure, the system triggered recoverable faults. The technical support engineer (tse) viewed the onsite logs, found errors 23062 and 23068 on the universal surgical manipulator 4 (usm 4). The surgeon was completing procedure robotically. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to solve the faults. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: error 26005 the user disabled usm 4.